Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The insulin pump was returned for analysis.